Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this right atrial (ra) lead. Inappropriate atrial tachy response (atr) events were stored showing noise. Additionally, boston scientific technical services (ts) also discussed the device stored 2 signal artifact monitor (sam) episodes. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements on this right atrial (ra) lead. Inappropriate atrial tachy response (atr) events were stored showing noise. Additionally, boston scientific technical services (ts) also discussed the device stored 2 signal artifact monitor (sam) episodes. Further information was received that this lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.